Manufacturer narrative:
Correction: type of reportable event: serious injury. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle bending during use and needle stick after use due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ syringe w/ needle bent and caused a needle stick accident while the health professional was introducing the syringe into the vamp for blood collection and glycemia evaluation. No serious injury or medical intervention was reported. Verbatim: "at the moment that the nursing technique was to introduce the syringe into the vamp for blood collection and glycemia evaluation, the needle bent and caused a needle stick accident."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe w/ needle bent and caused a needle stick accident while the health professional was introducing the syringe into the vamp for blood collection and glycemia evaluation. No serious injury or medical intervention was reported. Verbatim: "at the moment that the nursing technique was to introduce the syringe into the vamp for blood collection and glycemia evaluation, the needle bent and caused a needle stick accident."